Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was prescribed a computerized tomography (CT) scan of her brain because she had ¿black out spells.¿ the patient stated that the issue started occurring since she got the implant. The patient was redirected to contact a healthcare professional. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on july 03, 2017. It was reported that the patient was not sure what caused the blackout spells but they were involved in a car accident on (B)(6) 2016 and have been under a lot of stress. To resolve the blackout spells the patient tried to rest more and drive less. There were no further complications reported or anticipated.